Event description:
Reporter states customer's advantage system produced a result of 816 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device result. Reporter also states that while running controls, the advantage system produced a result in mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.